Manufacturer narrative:
It was confirmed that 1 of the 2 returned monomer ampoules were broken. Based on investigation, evidence suggests that the monomer ampoule was damaged due to exposure to excessive force during the shipping, transport & handling lifecycle of the product. The device has been scrapped by the manufacturer.

Event description:
It was reported that during preparation for a vertebroplasty for an indication of osteoporotic fracture, one monomer bottle was found to be broken and the other monomer vial was found to be loose within the vertaplex spine cement twin ce package. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during preparation for a vertebroplasty for an indication of osteoporotic fracture, one monomer bottle was found to be broken and the other monomer vial was found to be loose within the vertaplex spine cement twin ce package. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.